Manufacturer narrative:
(B)(4). The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The damage in the returned device is not related to the manufacturing process.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacturer cannot be determined.

Event description:
The customer reported that during use, an air leak was confirmed. The cuff had a scratch. An airway scope was used but the relation to this is unclear. There was no patient harm.